Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited undersensing for its right atrial (ra) lead channel. Technical services (ts) was consulted and discussed stored data. Ts discussed adjusting the device programmed settings. This device remains in service. No adverse patient effects were reported.